Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a rectocele repair on (B)(6) 2010; and on (B)(6) 2011 she had a surgical excision of mesh & cystourethroscopy due to dyspareunia; urinary & bowel problems, and migraines (B)(4) - dyspareunia; urinary & bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, headaches, and migraines. It was reported that the patient underwent a posterior colporrhaphy and placement of vaginal packing on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary urgency. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary urgency.